Manufacturer narrative:
The broken off tip fragment of the drill was identified during the initial surgery but was removed during a second surgery and was returned for investigation. The broken shaft part of the drill was not returned and the visual inspection of the broken off tip fragment of the drill revealed damages on several areas. It was determined that the tip of the drill shows a blunt condition. According to this, plastic deformations in form of material bulging have occurred resulting from high torsional forces in combination with high axial pressure during drilling. Furthermore, it was found that the cutting edges at the tip fragment were also damaged resulting from friction and collision with a hard object, no bone). The fracture surface shows the appearance of a forced rupture caused by torsional overload. In summary, based on the investigation, the root cause of the drill breakage was caused by torsional overload which was attributed to an inappropriate user handling.

Event description:
It was reported that the drill bit broke during drilling and a piece broke off and remains in patients sinus.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the drill bit broke during drilling and a piece broke off and remains in patients sinus.